Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during the investigation of (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause of the reported issue was could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during therapy initiated on (B)(6) 2013 at 05:55:10. During night drain cycle six, the patient's ultrafiltration reading was 1106ml, indicating the home patient (hp) drained 1106ml more than their maximum programmed fill volume of 1500ml. No additional information is available.